Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified an opening on the posterior side, fold creases, an underweight device, and brown particles. A visual and microscopic analysis was performed which identified a sharp crease opening, non-penetrating nicks, and wear abrasion. Based on the device analysis, the final assessment is a sharp crease opening on the posterior side due to a fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported rupture of right implant. Device has been explanted.